Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing impedance lifetime minimum measured 100 ohms. Atrial pacing impedance trend measured 292-408 ohms. Concomitant product: 5076-58 lead , implanted: unknown .

Event description:
It was reported that the implantable pulse generator (ipg) showed an incorrect longevity estimate. The physician noted that previously the device showed a longevity estimate of 9 years. At normal device follow up the ipg showed an alert for elective replacement indicator (eri). The system was measured and again the longevity estimate showed 9 years. The ipg remains in use. Additionally it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited low and fluctuating impedance values. The leads remain in use. No patient complications have been reported as a result of this event.